Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic partial nephrectomy, when the surgeon tried to pulled back the needle out of the kidney using running suturing technique, the suture and the needle detached at the swage after tumor removal, leaving the entire needle buried within the renal parenchymal. The surgeon had to dig around in the kidney to look for the needle and disrupting the reconstruction. The needle were retrieved.